Event description:
It was reported that the bd syringe 10ml ll s/c 200 had leakage past the stopper. The following information was provided by the initial reporter: material #:302995 batch #: 5056673. Verbatim: rcc received a complaint via phone. Pir attached. There was an issue with the syringe drawing the medication once the medication was in the syringe it pulled out the side and went into the hcw eye. Hcw flushed his eye and was ok. Ref: 302995 lot: 5056673 sample available for investigation.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4)- supplemental MDR - leakage past stopper since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.